Event description:
It was reported via repair work order that the unit allegedly zoomed unintentionally forward, resulting in caregiver shoulder pain in attempting to stop the unit. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.